Event description:
It was reported that during a sternum procedure, the blade broke in two pieces. It was also reported that a broken piece fell into the patient; it was located 2cms from the heart and was removed. It was further reported that there was no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for evaluation. If the product is returned, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that during a sternum procedure, the blade broke in two pieces. It was also reported that a broken piece fell into the patient; it was located 2cms from the heart and was removed. It was further reported that there was no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The exact root cause cannot be determined. However investigation results indicate that the crack originated at the bottom of the last tooth. The possible cause is overloading of the blade during the surgery, but this cannot be confirmed.